Event description:
During surgery, pt was attached to pneumatic tourniquet (lt thigh). Following procedure, pt had significant blistering at the outside edge of tourniquet site. Device was applied and operated per MFR's instruction. MFR replaced original type of tourniquet - replacement tourniquet doesn't fit well around limb. Suspected to have caused blisters. Cuff attaches to proflate device cat #6676-10-00.